Manufacturer narrative:
Date received by manufacturer: 12-feb-2020. Date of this report: 13-mar-2020.

Event description:
The customer reported machine and proximal pressure sensors error. There was no patient involvement. The support service performed troubleshooting and confirmed the reported problem. The unit would not power on, on battery or ac (alternating current) power. The support service replaced the mc pcba, pm pcba and cpu pcba to resolve the issue (motor controller printed circuit board assembly, power management printed circuit board assembly and central processing unit printed circuit board assembly). Performed the repair to the specified requirements and performance verification in which the unit successfully passed.

Manufacturer narrative:
G4: 13mar2020. B4: 13mar2020. H10: b3: added 12feb2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21jul2020. B4: (B)(6) 2020. The customer returned the gas delivery system assembly and power management board. Visual inspection of this customer returned parts revealed no signs of damage or contamination. The customer returned gds assembly, and pm board was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.